Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased to over 600 mg/dl due to a procedure and two cortisone injections. The customer was on new insulin and did not know how to treat with her back-up plan. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.